Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer called in to philips and said it had device errors with "service required" while switching on. No patient or user involvement.